Event description:
Protocol: artes 521-01: protocol for the post-approval study of artefill for correction of nasolabial folds. Pt was enrolled in the study in 2008, has received treatment with artefill and is still active in the trial. Pt called and left a message on my office phone on 8/6/2008 stating she was admitted to the hospital and has been admitted as an inpatient. I received the message this morning, 8/7/2008 and immediately called her back. Pt explained she was moving furniture at home in 2008 when she fell and fractured her pelvis. Event occurred at 5:40 pm. Pt was admitted to hospital at 6:15 pm. She wears an abdominal brace eight hours per day and receives physical and occupational therapy twice per day at two hours each therapy session. Pt will be released from the hospital in approximatly one week. Event is being reported given it meets the protocol definition of serious adverse event (sae). Investigator assessement: this event is not device related.